Manufacturer narrative:
Unprotected left main coronary artery disease: outcomes of treatment with second-generation drug-eluting stents - insight from the fails-2 study. J invasive cardiology. 2018 aug;30(8):283-288. Epub 2018 may 15. B3: date of publication. Average gender. Average age. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal article evaluated the outcome of patients undergoing pci for unprotected left main coronary artery (ulmca) disease with different drug-eluting stent (des) type between (B)(6) 2007 and (B)(6) 2015. A total of 1209 patients were enrolled in the study of which 133 patients (11.0%) received a zotarolimus-eluting stent (zes) (endeavor zes or resolute integrity zes). During a mean follow-up of 722 ± 640 days, adverse events experienced in a selection of patients included death, myocardial infarction, stent thrombosis, tlr and bleed events.